Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test". The patient's medical history included perineal pain, hypothyroidism and obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, weight increased, weight decreased, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain-back, pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), apareunia, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, weight gain, weight loss, bladder/urinary prob\ previously reported essure removal date : (B)(6) 2017 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received event " patient did not undergoes confirmation test" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, hypothyroidism and obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2009, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse), menorrhagia ("menorrhagia (heavy menstrual bleeding), and vaginal haemorrhage ("abnormal bleeding (vaginal), and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, weight increased, weight decreased, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain-back, pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), apareunia, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, weight gain, weight loss, bladder/urinary prob. Previously reported essure removal date : (B)(6) 2017 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : event "abnormal bleeding (vaginal)", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test". The patient's medical history included perineal pain, hypothyroidism, obesity and body mass index normal. Current weight 240 lbs. Previously administered products included for an unreported indication: alesse from 2005 to 2006. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced back pain ("back pain/lower back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, metrorrhagia, weight decreased, bladder disorder and urinary tract disorder outcome was unknown, the back pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain-back, pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), apareunia, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, weight gain, weight loss, bladder/urinary prob. Previously reported essure removal date : (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: pfs received -outcome of abnormal vaginal bleeding, menorrhagia, dyspareunia , back pain , abdominal pain updated to recovered / resolved. Outcome of weight gain updated to recovering / resolving. New reporter, medical history and historical drug were added. On 15-jun-2020: fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary prob") and urinary tract disorder ("bladder/urinary prob") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain-back, pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), apareunia, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, weight gain, weight loss, bladder/urinary prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case was upgraded to incident, previously added injury nos was replaced with back pain, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, gen. Abnormal. Bleed, metrorrhagia, bladder/urinary prob, weight gain, weight loss, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.